Event description:
The hcp reported the patient had been experiencing increasing motor weakness last spring. An MRI of the spine was done that revealed "multiple patchy lesions in the spinal cord." A repeat MRI and spinal tap were done and were reported to be inconclusive. The therapy reduced the patient's spasticity, but has been of no benefit in terms of quality of life and no benefit in terms of the patient's ability to walk. The patient is presently on approxiamtely 50mcg/day of the medication and is gradually being weaned in anticipation of elective device explant as the patient and the hcp are concerned that the 'itb' is making the patient "weaker." A follow up report will be sent when additional information is received.